Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
The complaint investigator¿s visual and dimensional inspection of returned component confirmed this screw was fractured and the hex was stripped. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.